Manufacturer narrative:
(B)(4). The reported events of choroidal detachment, exposure, bleb-related leakage, low intraocular pressure, vision abnormalities, macular edema, fibrosis, absence of bleb and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of choroidal bullae, distal microstent end had eroded, leakage which caused the low iop, worsening of visual acuity, hypotony maculopathy, bleb surrounding the implant showed signs of increasing failure including scarring, a flat bleb appearance with dubious filtration and iop increasing to 28 mm hg in the right eye were noted in the article: ¿xen gel stent exposure 7mo after primary implantation: a case report.¿ international journal of ophthalmology, vol. 12, no. 4, april 2019, pp. 689 - 691.